Manufacturer narrative:
H.6. Investigation summary bd has been provided with a photo and sample for catalog 307736 lot 1810230 to investigate for this record. Visual inspection of the returned sample presented six holes in the body for the syringe. As a result, bd was able to verify the reported issue. Bd concludes that the reported issue was produced due to some blockage in the assembly machine. The syringe was trapped during the assembly process and the barrel was damaged, producing the issue. This type of damage is an isolated incident. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that the syringe had several holes and leakage occurred during use with a bd syringe 10ml ls emerald. The following information was provided by the initial reporter, translated from french to english: when a drug was reconstituted in the syringe, the nurse noticed a very large leak in the body of the syringe. It was then found that the syringe body had several holes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe had several holes and leakage occurred during use with a bd syringe 10ml ls emerald. The following information was provided by the initial reporter, translated from (B)(6) to english: when a drug was reconstituted in the syringe, the nurse noticed a very large leak in the body of the syringe. It was then found that the syringe body had several holes.